Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported on multiple, intermittent occurrences, that the customer needed to press the wake button multiple times before the pump screen turned on. In addition, the customer reported after pressing the button, the right side remains stuck. Customer¿s blood glucose was 154 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.